Event description:
It was reported that the patient had a superficial wound infection post-operatively following the neurostimulator replacement due to normal battery replacement. The patient was treated and the infection resolved.

Manufacturer narrative:
(B)(4)